Event description:
This notification was opened for review for information received that a trilogy ev300 ventilator failed diagnostic testing and would require replacement of the active exhalation control module (aecm) proportional valve and the three-way solenoid valve to address this issue. The device was not in use with a patient and no harm, or injury was reported. Device repair has not yet been completed; customer approval of the repair is pending. The root cause cannot be confirmed at this time. A follow-up/final report will be submitted if additional information is received. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.

Manufacturer narrative:
It was originally reported the trilogy ev300 ventilator failed diagnostic testing and would require replacement of the active exhalation control module (aecm) proportional valve and the three-way solenoid valve to address this issue. The manufacturer received information that the trilogy evo 3-way solenoid and proportional valves were replaced in the ventilator and after replacement, the system met the specifications for the performed service, passed final testing and was returned to use. The replaced trilogy evo 3-way solenoid and proportional valves were returned to the product investigation lab and evaluated on 13 january 2026 with the following findings: pil installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the solenoid valve operates as designed. Pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed.